Manufacturer narrative:
The device was received for evaluation. A review of the event history log revealed "uso sensor failure low" and "uso sensor failure" messages. During functional testing, an uso alarm was not reproduced when the loaded set was running. The tubing guide was free and clear of debris and there was no evidence of fluid ingress. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified in the logs. The cause of the alarm condition could not be determined. However, calibration of the upstream occlusion sensor will be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump alarmed upstream occlusion (uso) during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.